Event description:
An incident occurred after performing a cerebral angiogram. Upon removal of the catheter at the completion of the procedure a yellow translucent clot was noted on the end of the catheter and inside the sheath. Sometime after the procedure the pt became symptomatic. Flouroscopy revealed thrombus in the popliteal artery. An embolectomy was performed. The pt's condition is good.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.